Manufacturer narrative:
Brand name: ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley. Investigation: a review of the complaint history, device history record, documentation, quality control, and visual inspection of the returned device was conducted during the investigation. A visual inspection of the returned device found the tray was fully sealed within the larger set. When the set was opened, a flake of foreign matter was see within the tray. A document-based investigation was performed. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on this information and quality controls in place, there is no evidence to suggest there are additional non-conforming products in house or in field, and that this is an isolated incident. The root cause of this complaint is manufacturing related, as there was foreign matter in the package that was delivered to the customer. Per the [quality engineering] risk assessment, appropriate personnel have been notified of this finding an no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley was missing a component. During investigation, an unused/sealed device was returned for evaluation. Foreign matter was found within the sealed sterile tray.